Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: stem: 0001825034-2019-01682-1; cup: 0001825034-2019-02306.

Event description:
It was reported the patient underwent a left hip arthroplasty and subsequently was revised due to unknown reasons. Only the head was removed and replaced. It was reported through a review of the xrays: arthroplasty components are anatomically aligned without fracture. There is eccentric position of the femoral head within the cup reflecting liner wear. There are areas of focal radiolucency consistent with osteolysis in gruen zone 1 of the femur and along the central acetabular cup. Correlation with prior images would be necessary. There is no evidence of component loosening. No further event information available at the time of this report.